Event description:
The customer reported oil mist and strong odor coming from the machine. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to asses the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse noted that the customer experiencing oil mist. The fse replaced the oil mist filter. The fse tested the unit and found it operating to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.